Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functional; however, it was determined that the trigger was sticking, saw head was damaged and out of alignment, and the contact pins were damaged (worn). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device was broken. During in-house engineering evaluation, it was determined that the trigger on the device was sticking, saw head was damaged and out of alignment, and the contact pins were damaged and worn. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.